Event description:
Patient was injected with radiesse dermal filler in the cheek areas on (B) (6) 2010. Three days later, she developed a tender, red, swollen area over the right cheek. The physician presumed an infection was present and treated the patient with antibiotic, augmentin.

Manufacturer narrative:
Patient developed a tender, red, swollen area over the right cheek three days post-injection. She was treated with a 5-day course of antibiotic, augmentin for possible infection, which she responded to. The following week, she developed the same symptoms in the left cheek area. She was treated with a 10-day course of augmentin. During follow-up with physician on (B) (6) 2010, the patient had complained of bloody stools and urinary frequency. The patient is planning to see her family physician on (B) (6) 2010 and will be evaluated for these symptoms along with endocarditis. Later follow-up with physician reported, the patient's bloody stools and chills were most consistent with antibiotic associated diarrhea and have since resolved. A review of the device history records indicates the reported lot #1014252 met all specifications prior to release.